Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had post op bleeding and was observed with bloody vomit following a sleeve surgery. It was stated that patient had tissue damage.